Event description:
Trying to dig the pieces/fibers out this morning - vagina [foreign body in reproductive tract]. Tampons are literally coming apart [device breakage]. Spent a long time trying to dig the pieces/fibers out this morning - tampon [complication of device removal]. Case description: consumer reported via e-mail that tampons are coming apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Trying to dig the pieces/fibers out this morning - vagina [foreign body in reproductive tract]. Tampons are literally coming apart [device breakage]. Spent a long long time trying to dig the pieces/fibers out this morning - tampon .[complication of device removal]. Case description: consumer reported via e-mail that tampons are coming apart. No serious injury reported. Follow-up: 07-mar-2022: returned product identified as ontex l. Please see report 1216894-2022-00017 regarding the product that was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
A product investigation is in progress.